Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The primary tube of the sample initially resulted as 0.005 uiu/ml accompanied by a data flag. An aliquot of the sample was repeated, resulting as 1.19 uiu/ml. The patient was not adversely affected. The tsh reagent lot number was 159557-01. The reagent expiration date was asked for, but not provided. The customer stated that the sample was measured in the middle of their routine run preceded by normal tsh results for other samples, therefore the possibility of foam on the reagent can be excluded. The sample was checked and found to be clear. Upon review of the alarm trace, there were no conspicuous alarms seen for the relevant time frame. The customer was informed that possible causes of the event may be related to the tube not being vertically placed on the sample disk, presence of droplets on the inner tube wall, or post-centrifugation clotting. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue can most likely be excluded. Possible root causes for this event may be sample quality and/or insufficient maintenance.